Event description:
The surgeon noted a darker colouring to the femoral head then he had normally seen. This was on receiving the implant from the scrub nurse. The surgeon was offered the option on using another identical implant. He declined and implanted the femoral head anyway.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.